Event description:
It was reported the device was removed because the pt was in pain. The pt's status was undetermined. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.